Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported chest pain while an invisalign product was being used.

Event description:
The patient reported the symptoms of chest pain, shortness of breath, and coughing.the patient reported having visited many medical specialists (unspecified) due to the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners, but the condition has not improved.